Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis did not fully reboot, and the screen remains on the blue carefusion screen. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the destination was pointing to program files instead of program files (x86) and there was no shortcut under the start menu. A technical support specialist (tss) connected to the device and repaired the application, and the application then launched on the station. The system functioned as intended after the technical support specialist troubleshot the device. E.1.initial reporter facility: (B)(6).